Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that while walking with the rollator on a gravel surface, the rollator folded, causing her to lose her balance and fall resulting in fractured ribs and a laceration on her arm. She said she was not aware that the seat should click in place per the instructions for use. The instructions for use for the product state: gently push down on each side of the seat rails near the vertical frame to ensure the unit is fully opened. An audible 'click' confirms that the latches are secure and the seat is fully engaged in a locked position. The safety instructions state: use only on even and solid surfaces. The device was returned to drive devilbiss healthcare for evaluation. The seat locked with a faint audible "click". The holds on the side appeared slightly worn from use. Other device samples were tested, and the reported issue was not replicated. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.